Event description:
The patient had their generator replaced and it is was returned for analysis and is pending completion. No further information has been received in regards to the patient's seizures. Their generator was reported to be replaced for end of battery life.

Event description:
It was reported by neurology that a vns patient was having an increase in seizures. The patient was seen on (B)(6) and reported that they were being referred for surgery related to nearing eos. The patient currently has a model 102 duo in place and her seizures have increased significantly over the past several months. Mom and dad admit that the vagal nerve stimulator has helped significantly in reducing seizure frequency but more recently they have noticed an increase in seizure frequency. The generator was checked. The generator is nearing its end of service. The settings were currently output current 2.25, signal frequency 20, pulse width 250, signal on time 30, signal off time 5, magnet current 2.5, magnet on time 60 and magnet pulse width 250. She has had a total of 3411 magnet activations. The output current is 1. At the time of testing at an output current of 1 the lead impedance was okay and the dc-dc converter number was 2. Although it said that it was not nearing its end of service, we believe this is not the case related to the fact that it has been in now for over seven years. She is currently on an iron supplement, zantac, topamax, phenobarbital and dilantin. She has no known drug allergies. It is unknown if their seizures are above or below their pre-vns rate. No further information has been attained at this time. Surgery is scheduled for the patient on (B)(6) 2012.

Event description:
Product analysis was completed. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. It was not at end of battery life.

Event description:
Additional information was received that the patient was doing well with their vns therapy and seizures are under better control since their generator replacement. Prior to surgery their seizures were not above their prevns seizure rate and were not a change in seizure type.